Event description:
Reporter indicated that the site's handheld computer was not communicating with patients' generators. They were able to successfully interrogate devices with the wand attached to a different handheld computer, thus they returned the handheld computer that would not establish communication. The handheld computer and associated flashcard were received for analysis. During analysis, no anomalies with either the handheld computer or the associated flashcard were identified, and both devices performed to specifications. However, the adapter cord that connects that wand serial data cable to the handheld computer was not returned, and thus no analysis could be performed on that portion of the programming system, and the physician's office was able to confirm that the adapter cable was not used when the wand was used with another handheld computer.

Manufacturer narrative:
Device failure suspected in the portion of the programming system that was not returned, but did not cause or contribute to a death or serious injury.